Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was used to dilate the target lesion. During procedure, the balloon ruptured on the first inflation at 8 atmospheres for 10 seconds. The device was completely removed from the patient. The procedure was completed with a non bsc balloon. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The unit was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 1 mm proximal from the proximal end of the distal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10/3.00 flextome cutting balloon was used to dilate the target lesion. During procedure, the balloon ruptured on the first inflation at 8 atmospheres for 10 seconds. The device was completely removed from the patient. The procedure was completed with a non bsc balloon. No patient complications were reported and patient's condition was good.